Event description:
It was reported the patient was presented to the clinic with non-sustained rv oversensing. The oversensing was reproduced with deep breathing. Programming changes were made and no myopotential oversensing was seen with deep breaths. Patient will be monitored with follow ups.